Event description:
It was reported that an unspecified malfunction alarm occurred, the customer did not contact the distributor for troubleshooting or assistance. Due to the malfunction, the customer reverted to an alternate method of insulin therapy. Reportedly, the customer was ¿struggling¿ with manual injections for insulin therapy resulting in an elevated blood glucose (bg) level of 1,080 mg/dl with high ketones identified as dangerous. Insulin was administered via a manual injection to initially address bg. The customer went to the emergency room (ER) and was subsequently hospitalized and admitted to the intensive care unit (ICU) where healthcare providers administered intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ICU with the issue resolved; however, no information was provided regarding the date the customer was released. Reportedly, the customer is waiting to have a kidney and pancreas transplant. The customer ultimately contacted the technical support team on march 9th, 2025 and promptly received a replacement pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.